Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and numbers scroll on the display. Customer indicated that when the bolus button is pressed, it takes her to the wrong screen. She replaced the battery but the problems persist. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.